Event description:
Report received of blood leaking from the continuous cardiac output port of an opti-q-catheter. The catheter floated into position uneventfully. The anesthesiologist was able to obtain pulmonary capillary wedge pressure without problem. After deflating the balloon, the anesthesiologist noticed a slow trickle of blood coming from the cardiac output port. Immediately the catheter was removed and replaced with another catheter. The new catheter performed uneventfully. Additional info was requested, but no further info was available.